Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year, 2 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with an lvad. On (B)(6) 2016, the patient had experienced weight gain and shortness of breath, required an increased diuretic dosage and was admitted for suspected lvad thrombus. The patient's lactate dehydrogenase level was measured at 625 u/l, then 718 u/l. A ramp transesophageal echocardiogram (tee) performed on (B)(6) 2016 showed that the left ventricle was not unloading as expected. On (B)(6) 2016, the patient reported right facial and right arm numbness, progressing to right sided weakness and aphasia over the course of ten minutes. Mean arterial pressure was 80mmhg. A CT scan was negative for cerebral hemorrhage and for early signs of infarct. CT angiography did not show any proximal vascular occlusions. The patient's heparin infusion was discontinued. The aphasia and extremity weakness was improved, but was still present. On (B)(6) 2016, the patient expressed confusion and difficulty communicating. A repeat head CT did not show evidence of intracranial hemorrhage, hydrocephalus, herniation, focal mass effect, or extra-axial fluid collections. The findings did not reveal any interval changes. Symptoms of right sided weakness persisted. On (B)(6) 2016 at approximately 5:20pm, the patient was reported to be doing well with mild right sided weakness. At 6:10pm the patient was found unresponsive and gurgling with emesis noted on clothing. The patient was intubated. CT scan showed an acute stroke with intraparenchymal hemorrhage and intraventricular hemorrhage and hydrocephalus. The patient was unresponsive with complete left hemiparesis, forced right gaze deviation, and only slight withdrawal to pain on the right side. Heparin was discontinued and anticoagulation was reversed with protamine, desmopressin, and platelets. Family wishes were followed and medical management was pursued, but an external cerebral ventricular drain was not placed. On (B)(6) 2016, the patient's lactate dehydrogenase level rose to 1712 u/l and the patient's right foot showed blue-ish discoloration. No updated information regarding the patient's neurological status was provided. The patient was reportedly on a heparin drip and continued to be treated with heparin until a pump exchange was performed on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Corrected information ¿ the device with serial number (B)(4) had previously been explanted on (B)(6) 2014 due to device thrombosis. The event was reported under medwatch MFR report # 2916596-2015-00092. The patient was implanted with the device with serial number (B)(4) at the time of this event. The device unique identifier (UDI) of this device is (B)(4) and the approximate age of the device is 1 year and 17 days. Device evaluation: evaluation of the returned device confirmed the report of suspected pump thrombosis. Examination of the proximal side of the outlet stator revealed a tissue-like deposition surrounding the outlet bearing ball. The deposition lacked lamination, was not adhered to the outlet bearing ball or stator blades, and did not appear to have originated in this location; however, its specific origin could not be conclusively determined. A small portion of the deposition appeared darker in color, indicating potential denaturing. Additionally, contact marks were noted on the outlet portion of the rotor and the outlet bearing cup. The deposition was likely present for an undetermined amount of time while the pump was operating, and would have potentially contributed to the reported elevated ldh. A direct correlation between the observed deposition and the reported stroke cannot be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis, stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.